Event description:
The customer reported a variance in the sao2 vs. Spo2 values from the same patient at different times. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: the customer reported a variance in the sao2 vs. Spo2 values from the same patient at different times on the g9 monitor. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. There was not enough information provided by the customer to determine the root cause of the event. Due to the age of this complaint, no additional information can be obtained from the customer, (reference CAPA 20-004). As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, (B)(4) and one was not initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
Continued troubleshooting is needed and is currently being performed. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a variance in the sao2 vs. Spo2 values from the same patient at different times. No consequence or impact to the patient was reported.